Event description:
It was reported that during a ptca procedure, the guide wire was placed beyond the lesion in the distal right coronary artery and into the posterior descending artery. During an attempt to reposition the guide wire beyond the posterior descending artery take off, the guide wire appeared to be fixed and could not be retracted from its posterior descending artery position. The guiding catheter was disengaged and as it was reengaged, the tip of the guide wire freed itself. Reportedly, no portion of the guide wire remained in the pt and no pt injury occurred. This MDR is being reported due to investigational findings.